Manufacturer narrative:
The device was returned for evaluation. Console logs from the reported day of event are consistent with complaint and show controller alarm due to optical bench communication crc error as well as multiple errors indicating ambient pressure out of range. Device analysis: the reported issues were not reproduced. No communication issues were observed, and optical bench ¿5s¿ parameters were within specification. It is most likely that some unspecified malfunction (affecting serial communication) of the 4-in-1 assembly contributed to this issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a controller error. It was reported that placement signal ao and lv waveforms spontaneously disappeared and returned. The device was replaced with another aic. No report of patient harm or injury related to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.